Event description:
The doctor using the device bent the shaft while trying to position it in the patient's body. The md was aware of the damage immediately and the patient was not injured or in danger. There was some concern that the device was hard to use. Also, the device was trunk stock and could have been compromised by excessive heat while stored in the rep's car.